Event description:
Revision surgery was reported due to aseptic loosening. The original complaint did not contain information identifying this device as sellable in the USA, new information was received confirming that the device is currently sold in the USA and should be reported to the FDA.